Event description:
It was reported that this right ventricular (rv) lead dislodged 2 months after implant. This rv lead was used for a left bundle branch placement in the septum, when follow-up noted the lead is no longer in place. This rv lead was successfully replaced and is expected to be returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and found no anomalies. The helix mechanism was noted to have dried body fluid in the helix housing. While this is a normal finding for active fixation leads, the helix mechanism was unable to tested successfully as a result. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right ventricular (rv) lead dislodged 2 months after implant. This rv lead was used for a left bundle branch placement in the septum, when follow-up noted the lead is no longer in place. This rv lead was successfully replaced and was returned to boston scientific for analysis.